Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for ua7 was due to defective load cells. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, cracked front enclosure was observed likely due to user mishandling such as a drop. In addition, the drive shaft was exhibiting binding and resistance due to wear and tear. This observation was not related to the reported complaint. The autopulse platform is manufactured in 28 september 2008 and is nearing 12 years old. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The archive data review showed occurrence of multiple ua07 error message on the reported complaint date. The load sensing system has detected a weight/load imbalance between the two load cells. Both load cells needs to be replaced to address the ua07 error. After replacing the load cells and front enclosure and deburring of the clutch, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned to zoll on 13 april 2020 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07(discrepancy between load 1 and load 2 too large) error message upon powering on. The crew was unable to clear the advisory. No patient involvement.